Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, side branch stenosis occurred. On (B)(6) 2013, clinical status assessment indicated that the subject's qualifying condition was stable angina and the subject was referred for cardiac catheterization. The subject was enrolled into the evolve ii study and the index procedure was performed on the same day. Target lesion #1 was located in the mid right coronary artery with 80% stenosis and was 26 mm long with a reference vessel diameter of 3.2 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 38 mm study stent, with 0% residual stenosis. Baseline core lab angiography reports revealed 30% side branch stenosis at the acute marginal. Post procedure angiography revealed 80 % branch percentage stenosis in acute marginal. On (B)(6) 2013, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).